Event description:
Procedure type: laparoscopic adrenalectomy. According to the reporter: used as a camera port. During procedure, the balloon was broken and air leaked. New device was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended. Surgeon has made sense of distrust for the product since the same trouble occurred consecutively (B)(4).

Manufacturer narrative:
(B)(4).